Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion. Investigation involves evaluation of system logs and workflow.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam when using their epiq 7g ultrasound system. Upon ending the exam, the current patient¿s data was no longer visible and was found to have merged with another patient¿s exam. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam when using their epiq 7g ultrasound system. Upon ending the exam, the current patient¿s data was no longer visible and was found to have merged with another patient¿s exam. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
A thorough technical investigation was performed including evaluation and analysis of system logs. The software engineering team identified a software issue already addressed in a newer software revision. Philips has determined that with certain uncommon workflows there is potential for incorrect patient data to be displayed and saved into an exam. Recommended standard-of-care workflows were provided to avoid recurrence of the issue at the affected software levels. The system¿s software has been updated to resolve this issue. This action was reported to FDA per 21 cfr part 806 on 11/03/20. Reference corrections and removal report number: 3019216-11/03/2020-001-c.